Event description:
It was noted that the stent struts of a 2.75 x 33mm cypher select plus stent were not properly crimped on the balloon. While "deploying", the stent got suck in the guiding catheter.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info wil be submitted upon 30 days of receipt.